Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a tibial spine avulsion surgery there was a broken scorpion needle broken off in the tip of the knee scorpion. The fragment can be seen at the slot at the inferior tip of the scorpion jaws. This prevented the needle to be put in all the way. The customer tried to pick this needle tip out with a white needle but without success. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on visual inspection of the ar-12990 device, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.